Event description:
During the index procedure one endeavor sprint drug-eluting stent was implanted in the rca. Approximately 3 yrs and 6 months post index procedure, patient death occurred. Death is classed as sudden, cause unknown. Relationship between the death and the study device is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.